Event description:
It was reported that during a procedure to treat a lesion in a patient using pacific xtreme, the balloon was inflated and the balloon ruptured at 7atms. The device was inspected prior to use with no issues noted. The device was being used for pre dilatation of the lesion. The balloon ruptured on the first inflation and a rapid drop in pressure was noted. The device was the first used to treat the target lesion. The physician changed to another device to complete the surgery. No injury to the patient was reported for this event. Device evaluation: the device returned only with its original carton box and pouch; no protection tube and dispenser have been returned. After proper cleaning operations, we have visually checked the device. The balloon is confirmed to have been inflated and it shows lot of dried radiopaque solution in the inner part especially in the proximal portion. Further, the balloon has a cut in the distal part of about 3 mm length on the cylindrical part. The balloon and the shaft part do not show any other defect. The balloon proximal welding was checked and the device tip and no issued have been noted. No other damages are present all along the device. In the end we have inflated the balloon to identify the exact point of leak.

Manufacturer narrative:
Results: related to operational context (event most likely procedural related). Deformation problem. Conclusion: operational context contributed to event (event most likely procedural related). (B)(4).